Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, self test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. However, power graph shows unexpected battery power loss at different durations of time, problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump did received a low battery alert prior to the replace battery now alarm. Timing was less than 8 hours from the low battery alert to the replace battery alert. Customer stated the battery was not previously used. Customer stated the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. Troubleshooting was assisted. The device will be returned for analysis.